Event description:
It was reported by service report that the power cord plug had a broken power prong; the head-end right siderail was stuck in down position, and the motion pan was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - power cord plug with broken power prong, damaged head right siderail.